Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at display window corners and reservoir tube lip. The pump was received with scratched display window, missing end cap sticker and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.